Event description:
It was reported that a patient in hematology department underwent PICC placement with seldinger under ultrasound. Introducer needle was resisted when delivering guidewire. Removed the guidewire and found burrs with the front end of guide wire, trimmed it for re-delivery. However, given the safety and the possibility of vascular damages after trimming, used a new seldinger guide wire, which was found to have the same problem. Opened a third, which was delivered successfully. It was stated that two wires were observed to have burrs. This report addresses the second wire.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a guidewire through an introducer needle was confirmed but the exact cause remains unknown. Two 0.018" x 35 cm guidewires were returned for investigation. Both guidewires measured to be approximately 35 cm in length. One guidewire was observed to have a frayed coil wire at the proximal end. The second guidewire was observed to be intact and no apparent "burrs" were observed. Use residue and a slight bend were present at the distal end of the second guidewire. The guidewires were passed through a non-complainant 21 ga introducer needle. The guidewires were able to be passed through the needle; however, the frayed guidewire did experience resistance when passing the proximal end of the wire due to the damage present. The cause of the frayed wire of the proximal end of the first guidewire is unknown. Possible contributing factors include damage during handling or use. The product instructions for use (IFU) states, " caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of recx0365 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recx0365) have been reported from the same facility in china.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx0365 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recx0365) have been reported from the same facility in (B)(6).

Event description:
It was reported that a patient in hematology department underwent PICC placement with seldinger under ultrasound. Introducer needle was resisted when delivering guidewire. Removed the guidewire and found burrs with the front end of guide wire, trimmed it for re-delivery. However, given the safety and the possibility of vascular damages after trimming, used a new seldinger guide wire, which was found to have the same problem. Opened a third, which was delivered successfully. It was stated that two wires were observed to have burrs. This report addresses the second wire.